Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has been evaluated. The complaint is confirmed as the delivery pusher did not meet the electrical continuity specification. The root cause of this complaint is confirmed to be an open circuit. The cause of how the solder joint broke cannot be determined. Reference (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
The customer reported that during the treatment of a para clinoid wide neck ica aneurysm, 5mm in size, the guide catheter was advanced into the right internal carotid artery. The aneurysm was catheterized with a guidewire successfully. An enterprise stent was deployed and the microcatheter was jailed. Embolization coils were deployed, the third coil advanced without difficulty into the aneurysm, however the coil did not detach following detachment attempt. An additional detachment controller was tried unsuccessfully. It was decided to remove the device. Upon retraction, the coil detached from the delivery pusher within the microcatheter. The microcatheter and the device were withdrawn successfully. The microcatheter was reinserted through the stent struts and coiling was completed with additional coils successfully. Following the procedure, the aneurysm no longer opacified and no arterial thrombosis was noted.